Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; full lead was returned and analyzed.

Event description:
It was reported the physician was not able to advance an angioplasty wire in the lead. The lead was not used and the same resistance issue occurred again, until a new wire was used. No patient complications were reported as a result of this event.